Event description:
The manufacturer service technician reported that a piece of the attachment was still in the drill while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Additional information c2/d10.

Event description:
The manufacturer service technician reported that a piece of the attachment was still in the drill while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that a piece of the attachment was still in the drill while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.